Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sustained damage to the rim of the reservoir compartment. The customer's blood glucose was 470 mg/dl. The customer stated that she had dropped the insulin pump. She advised that she treated with a manual injection. She declined to troubleshoot for the high blood glucose. She stated that she did not have any serious consequences, require hospitalization or need to seek emergency medical treatment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and reservoir tube cracked.